Event description:
The micro reciprocating saw was sent for evaluation because it was leaking oil from the part where it plugs in. No adverse event was associated with the device. A readily available alternate device was used to complete the procedure.

Manufacturer narrative:
A sample was taken from the device. Failure analysis is on going; additional information will be submitted once the results of the quality investigation is completed.